Event description:
A report was received that the patient's precision was explanted due to infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-50 serial # (B)(4), (B)(4) description: linear lead, 50 cm with pre-loaded 0.012 inch stylet model # sc-3138-35 serial # (B)(4), (B)(4) description: lead extension, 35cm the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg, leads, and lead extensions revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg, leads, and lead extensions found them to be satisfactory.

Manufacturer narrative:
Additional information was received that the location of the infection was on the right side towards the ipg pocket. The patient's symptoms included redness, tenderness and fever. The patient was given IV antibiotics and was reportedly doing well following the procedure.

Event description:
A report was received that the patient's precision was explanted due to infection.

Event description:
A report was received that the patient's precision was explanted due to infection.